Manufacturer narrative:
Sections with additional information as of 13-dec-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer going to clinic due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results, defect found on returned meter: e-7. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on 14-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 159 and 158 mg/dl. Customer stated the results from the true metrix meter were higher when compared to wife's device; meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report any symptoms. Wife stated that due to the high results and to verify the true metrix meter was working, customer had gone to a clinic on (B)(6) 2022. A meter to meter comparison was performed and the true metrix meter result was 32 points higher than the clinic's device; meter to meter comparison results were not provided. The clinic had advised customer to obtain a new meter. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 153 mg/dl and 142 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2023 and test strips were opened four weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).